Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, after connecting the equipment, it was found that the ivus catheter was blocked and could not be flushed or purged of air. The procedure was completed with another of the same device. The patient was stable and no complications were reported.

Manufacturer narrative:
(B)(6). Investigation results: media review: media provided by the customer does not show evidence of the reported issue and does not confirm the reported difficulty flushing the device. Additionally, the attached media shows no image. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: a labeling review was performed and confirmed that the instructions for use (IFU) contain detailed device information and instructions for use. There is no evidence that the device was used improperly per the IFU, and there is no evidence of any issues with the translation, wording, or graphics of the IFU/labeling information. Conclusion: this investigation has been assigned an investigation conclusion code of "cause not established" following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, after connecting the equipment, it was found that the ivus catheter was blocked and could not be flushed or purged of air. The procedure was completed with another of the same device. The patient was stable and no complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer shows no image and does not show evidence of the reported issue. Initial reporter phone: (B)(6).